Event description:
Pt in o.r. For repair of fractured hip. During drilling of bone, drill bit broke off in bone. Bit piece left in bone as retrieval felt to reduce stability of bone. Screw placed in opening. Surgery completed without further incident. Pt's full recovery expected.